Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been 8 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that no image was displayed due to the following reasons: since the video connector socket was worn out, the video connector of the endoscope could not be connected securely, this resulted in causing a failure in the communication with the endoscope. The root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the video system center had no image. There were no reports of patient involvement.